Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a pump error on their insulin pump. It was reported that the pump error occurred every four hours. No further information provided.

Manufacturer narrative:
The insulin pump was returned for low battery alarm and a power error was confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery and then an alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window.